Manufacturer narrative:
D6.a. And d6.b.: the device was implanted and explanted in (B)(6) 2025. A follow up is being conducted to confirm the exact dates. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that during the procedure it was noticed that the pump was deep into the left ventricle but no alarm occurred. The procedure went well and the patient was weaned after protected percutaneous coronary intervention.

Manufacturer narrative:
The device and data logs was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding device in wrong position due to lack of clinical information, it cannot be established how the pump became deep in the lv. Optical sensor issue due to lack of data logs and product returned, the root cause of the optical sensor issue cannot be established as to why there was no placement alarm that triggered. E1 added initial reporter title as it was omitted from the initial report that was submitted.